Event description:
Patient was (B) (6). Patient was receiving ampicillin by syringe infusion pump and it was set to infuse over 30 minutes and it infused in 5 minutes. The IV was stopped and the infuser was removed and sent to bio med.====================== health professional's impression======================the medication ran in too fast and could have caused an adverse effect, but it did not. It was a near miss.====================== manufacturer response for syringe pump, 360 infuser auto syringe pump======================they told biomed that the pump was not supported by them anymore due to it being so old.